Manufacturer narrative:
The tech found the siderail was missing the latch roller guide and the associated hardware. The tech replaced the roller guide and hardware to repair the stretcher.

Event description:
Info received indicates the siderail is not latching.